Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the video baton, the customer elected to replace the glidescope avl video baton 3-4. The customer declined to send their video baton to verathon for evaluation; therefore, the cause could not be conclusively determined. However, it is likely that the age of the device, six (6) years, and the damage to video baton cable caused or contributed to the event. The glidescope omm states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. It was noted that the baton's cable was damaged. The procedure was completed using another glidescope system, which was made available within five (5) to ten (10) minutes. No harm to patient or user was reported.